Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-186514 is a concomitant. Please refer to manufacturer report number 2016493-2023-186513, which captured the correct suspect device per investigation report.

Event description:
It was reported that when starting a new infusion of noradrenaline (4mg in 100ml 5% dextrose) for a hypotensive patient, the clinician noticed the medication was running faster than expected. The clinician clamped the IV line close to the patient, disconnected the IV line from the patient and aspirated the lumen immediately. Due to the event, the patient reportedly became hypertensive with a systolic blood pressure of 200-215mmhg. Subsequently, the patient's blood pressure began to drop, and became hypotensive with a systolic blood pressure of 75-85mmhg. The channel was removed, and the clinician attempted to start the infusion in a new channel on the same pcu. It would not let the infusion run, kept alarming occluded. There was no occlusion noted and the lumen was aspirating and flushing. When the infusion is placed in a new brain and completely new channel there were no further issues, the blood pressure soon returned to normal. The patient was given fluid bolus of albumin 4% 500ml given stat. The patient became hemodynamically stable following the fluid bolus and recommencement of noradrenaline via a new pump.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that when starting a new infusion of noradrenaline (4mg in 100ml 5% dextrose) for a hypotensive patient, the clinician noticed the medication was running faster than expected. The clinician clamped the IV line close to the patient, disconnected the IV line from the patient and aspirated the lumen immediately. Due to the event, the patient reportedly became hypertensive with a systolic blood pressure of 200-215mmhg. Subsequently, the patient's blood pressure began to drop, and became hypotensive with a systolic blood pressure of 75-85mmhg. The channel was removed, and the clinician attempted to start the infusion in a new channel on the same pcu. It would not let the infusion run, kept alarming occluded. There was no occlusion noted and the lumen was aspirating and flushing. When the infusion is placed in a new brain and completely new channel there were no further issues, the blood pressure soon returned to normal. The patient was given fluid bolus of albumin 4% 500ml given stat. The patient became hemodynamically stable following the fluid bolus and recommencement of noradrenaline via a new pump.